Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported frequent auto logouts from the carelink connect app. It was reported that the carelink connect app was frequently getting logged out automatically. Troubleshooting was done and the issue has been escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the reported event using the carelink connect app from a test account in production and confirmed that the issue was not reproducible. After investigating with the software engineering team, we found that there the user is logging into multiple devices with the same user credentials. Due to this, the customer is logging out from the initial device when they attempted to log in on the second device. To assist with the resolution, provided the below validation information to helpline support team -- verified in carelink database that the user have a successful login and no logouts for this user. --verified that there is no logouts seen in audit table. The software successfully adhered to the specified requirements and performed in accordance with the expectations. (Most likely) root cause: most likely due to user signing into multiple devices concurrently, causing previous devices to be signed out. Analysis summary: helpline confirmed that the issue was resolved after the user has updated the latest mobile app version. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.